Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I, list 02k41-27, abbott laboratories - (B)(6), to architect i1000sr analyzer, list 01l86-40, abbott-irving ia/cc. MDR number 3016438761-2021-00415-00 has been submitted and all further information will be documented under that MDR number. H3 other text : after further evaluation, the suspect medical device was changed from architect stat troponin-I, list 02k41-27, abbott laboratories - (B)(6), to architect i1000sr analyzer, list 01l86-40, abbott laboratories - irving ia/cc. MDR number 3016438761-2021-00415-00 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
Patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat troponin-I results for 2 patients. The customers reference range is </= 0.013 ng/ml. The following data was provided: sid (B)(6): analyzer was down for field service engineer for troubleshooting, so specimen first performed on I-stat platform and had a result of 0. Customer's policy is to rerun specimens once analyzer is back up running. Architect generated first result of 0.026 ng/ml (positive) and repeat result of 0.000 ng/ml (negative). Sid (B)(6): original result 0.028 ng/ml (positive), first rerun 0.008 ng/ml (negative), second rerun 0.013 ng/ml (positive) there was no impact to patient management reported.